Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This MDR represents the ventralight st using echo ps mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralex st mesh (device 1). Per operative notes, ¿in the midline, the umbilical hernia containing hernia sac was resected and fascial defect was closed, ventralex st mesh (device 1) was placed over the fascia incorporating the mesh, adhesions were removed and fascia was sutured and tacked with sorbafix tackers.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh (device 2). Per operative notes, ¿the prior umbilical mesh (device 1) was noted slightly protrude into the hernia causing recurrence. The hernia sac was reduced and to the hernia defect, a ventralight st using echo ps mesh (device 2) was placed to cover the recurrent hernia. The fascia was closed, sutured and tacked circumferentially.¿ (B)(6) 2017 - patient was diagnosed with wound dehiscence and diaphragmatic defect thereby underwent laparoscopic repair with implant of biological mesh. Per operative notes, ¿adhesions between omentum and prior hernia mesh (device 1 and 2) were taken down. A sizeable defect in the diaphragm was reduced and reapproximated with sutures. A biological mesh was placed over the defect and secured with sutures.¿